Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified as of (B)(6) 2015, the patient is still undergoing antibiotic treatment and being monitored by the infectious disease physician. It was also reported at that time, the patient was not experiencing fever and had no redness at the lead site(s). Further follow-up identified that as of (B)(6) 2015, the patient has completed antibiotic treatment and appears to be doing fine. No further intervention will be taken.

Manufacturer narrative:
(B)(4) manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 6. Reference MFR. Reports: 1627487-2015-03495, 1627487-2015-03496, 1627487-2015-03497, 1627487-2015-03498 & 1627487-2015-03499. The patient has 2 model 3166 occipital (off-label) pns leads and 2 model 3169 supra-orbital (off-label) pns leads. It was reported the patient experienced redness and swelling at the pns lead site(s) accompanied with fever. Subsequently, an infection was confirmed. As a result, the patient received intra-venous antibiotics and is being treated by an infectious disease physician. As of (B)(6) 2015, the patient has finished the course of intra-venous antibiotics but is still receiving oral antibiotics. Additionally, it was reported the infection "seems to have subsided so far".